Event description:
At normal ipg changeout, report of automatic polarity change as a result of sensing/capture difficulty, and low ventricular impedance. Device was removed from service. No patient complications have been reported as a result of this event.